Manufacturer narrative:
Result: corroded connector at motor control board.

Event description:
It was reported by service report that the bed has no functions. No pt involvement or adverse consequences are reported.